Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was not running in the correct mode; it began running in forward when in reverse mode. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was not running in the correct mode; it began running in forward when in reverse mode. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, the handpiece changed to forward when the slide pin was touched, was duplicated. Through visual and functional evaluation by the service technician, the device switched directions prematurely from reverse to forward before the safety was engaged. An e-box toggle magnetic interaction failure was identified. The e-box controls the electronics of the device. According to a review of risk documentation, trending, and similar past cases, this failure can cause the device to run in the wrong mode.